Event description:
While testing the drill attachment at the MFR, it was reported that the device heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was received by the MFR, however, the complaint could not be replicated. Based on the results of the service eval, the device performed according to specs.